Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic, experienced dizziness and had a fall due to syncope. It was noted the right ventricular (rv) lead exhibited oversensing, noise and inhibited atrial pacing. The rv lead was tested to reproduce noise, was reprogrammed and was explanted and replaced. It was reported that the right atrial (ra) lead exhibited high thresholds. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.